Event description:
During testing at the user facility, it was found that the device touchscreen was non responsive. Prior to testing, it was reported the device alarmed with a 'false proximal occlusion' alarm. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The filed service engineer performed testing and investigation at the user facility and found the device touchscreen was not responsive. The probable cause was due to the front bezel touchscreen assembly. The device touchscreen was cleaned and calibrated. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.